Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a pre-existing skin irritation under breast area being rubbed. There was no alleged device malfunction contributing to the wound. The patient¿s nursing team dressed the wound. Follow up indicated that the wound improved.